Event description:
Report received of several undocumented incidents of tubing separations. No specific pt info was reported, but there were several incidents of tubing separations at the distal end of the filter. It was reported that taxol was nfusing, and the separations had occurred sometime after the first 24 hours of infusion. There was minimal bleed back reported. No topical skin contact was reported. The tubing was replaced and the infusion resumed with no further problems. There were no reported adverse pt effects. Additional pt info was reported, but no further info was provided.